Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by nausea, vomiting and diarrhea. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with vancomycin for 28 days (dose, route and frequency not reported). Dianeal and extraneal therapy were ongoing. The patient was recovered from this peritonitis event. No additional information is available.